Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower abdomen pain'), genital haemorrhage ('heavy bleeding') and crohn's disease ('autoimmune disorder type of disorder: crohn's disease/ gastrointestinal or digestive system condition type: crohn's disease') in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2, c-section, gastritis, multiple gastric ulcers, pap smear abnormal, anxiety and paratubal cyst. Previously administered products included for pregnancy prevention: birth control pill in 2009, depo provera in 2008 and mirena. Concurrent conditions included acute diarrhea, clostridium difficile colitis, abdominal cramps, amenorrhea, vaginal discharge, metrorrhagia, vaginitis, atypical squamous cells of undetermined significance, menstruation abnormal, menometrorrhagia, vaginal dryness and chlamydia trachomatis infection. Concomitant products included antibiotics for uti as well as loperamide hydrochloride (lomotil) since (B)(6) 2014. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/ menorrhagia (heavy menstrual bleeding)"), crohn's disease (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)") and migraine ("migraines/ headaches"). In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), pelvic pain ("pelvic pain") and gastrointestinal disorder ("gi conditions") and was found to have female reproductive neoplasm ("reproductive system disorder or condition type of disorder or condition: abnormal/cancerous cells."). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower, vaginal haemorrhage, crohn's disease, female reproductive neoplasm, migraine and gastrointestinal disorder outcome was unknown and the genital haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, abdominal pain and pelvic pain had resolved. The reporter considered abdominal pain, abdominal pain lower, crohn's disease, dysmenorrhoea, dyspareunia, female reproductive neoplasm, gastrointestinal disorder, genital haemorrhage, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: left side-3 spiral arise out of ostial cavity, right side no spring spirals were seen outside of the cavity. Plaintiffs received treatment for dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),chronic pelvic pain, abdominal pain, menorrhagia, crohn's disease, gi conditions, migraine. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical record: dysmenorrhea, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-oct-2019: plaintiff fact sheet was received. Events added from pfs- pelvic pain, abdominal pain, gi conditions. Events outcomes were updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower abdomen pain'), genital haemorrhage ('heavy bleeding') and crohn's disease ('autoimmune disorder type of disorder: crohn's disease/ gastrointestinal or digestive system condition type: crohn's disease') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2, c-section, gastritis, multiple gastric ulcers, pap smear abnormal, anxiety and paratubal cyst. Previously administered products included for pregnancy prevention: birth control pill in 2009, depo provera in 2008 and mirena. Concurrent conditions included acute diarrhea, clostridium difficile colitis, abdominal cramps, amenorrhea, vaginal discharge, metrorrhagia, vaginitis, atypical squamous cells of undetermined significance, menstruation abnormal, menometrorrhagia, vaginal dryness and chlamydia trachomatis infection. Concomitant products included antibiotics for uti as well as loperamide hydrochloride (lomotil) since(B)(6) 2014. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), crohn's disease (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)") and migraine ("migraines/ headaches"). In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and was found to have female reproductive neoplasm ("reproductive system disorder or condition type of disorder or condition: abnormal/cancerous cells."). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower, vaginal haemorrhage, menorrhagia, crohn's disease, dyspareunia, female reproductive neoplasm and migraine outcome was unknown and the genital haemorrhage and dysmenorrhoea had resolved. The reporter considered abdominal pain lower, crohn's disease, dysmenorrhoea, dyspareunia, female reproductive neoplasm, genital haemorrhage, menorrhagia, migraine and vaginal haemorrhage to be related to essure. The reporter commented: left side-3 spiral arise out of ostial cavity, right side no spring spirals were seen outside of the cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical record: dysmenorrhea, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jul-2019: plaintiff fact sheet and medical records were received. Events per pfs: lower abdomen pain, heavy bleeding, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), autoimmune disorder type of disorder: crohn's disease/ gastrointestinal or digestive system condition type: crohn's disease, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), reproductive system disorder or condition type of disorder or condition: abnormal/cancerous cells and migraines/ headaches. Medical history, concurrent condition and concomitant medication were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.